Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 15 days after the dental implant was installed in intraoral region #19, it was verified its non-osseointegration. The patient presented bone type I and immediate load was performed.